Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found that two stent struts on the 4th row from its proximal end were raised. This type of damage is consistent with the stent strut getting caught on a restriction during withdrawal. No other damage was identified along the crimped stent. The ro markerbands and the tip were examined and there was no damage noted. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No kinks or damage were noticed along the shaft of the hypotube profile and length and the shaft polymer extrusion profile. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a mild fraction at the distal segment of the device. The 90% stenosed, 24mm in length, eccentric, de novo target lesion was located in the mildly tortuous and 3.5mm in diameter right coronary artery. A 6f non bsc guide catheter was placed. After a pt2 moderate guide wire crossed the lesion, a 2.5x20mm maverick balloon catheter was advanced for predilation of the lesion. Then a 24 x 3.50mm promus premier&#10259;tent was advanced but was unable to cross the lesion. The device was removed and it showed mild fraction at the distal segment of the device. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that there was a mild fraction at the distal segment of the device. The 90% stenosed, 24mm in length, eccentric, de novo target lesion was located in the mildly tortuous and 3.5mm in diameter right coronary artery. A 6f non bsc guide catheter was placed. After a pt2 moderate guide wire crossed the lesion, a 2.5x20mm maverick balloon catheter was advanced for predilation of the lesion. Then a 24 x 3.50mm promus premier¿ stent was advanced but was unable to cross the lesion. The device was removed and it showed mild fraction at the distal segment of the device. The procedure was completed using a different device. No patient complications were reported and the patient's status was stable.